Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed with no issue. A damaged mainbody was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a baxter technician determined that the mainbody was damaged. There was no patient involvement. No additional information is available.